Event description:
Medtronic received information that during pulmonary vein isolation (pvi), right and left pvi was done twice at the same location. Transmurality was confirmed with the model 60890 generator with all ablations. It was reported that time was allowed between ablations to re-wet the jaws. After the pvi, aortic valve replacement was performed by on-pump. When the surgeon removed the clamps and was about to stop using pump, blood was observed from the anterior wall of the left lower pv. Pump was resumed and anastomosis performed of the bleeding site. Some bleeding was also confirmed from the posterior wall of the lower pv. After anastomosis of all bleeding sites, the operation was completed without further patient complication. Analysis was requested for the lp device.

Manufacturer narrative:
Analysis: visual inspection of the returned lp device showed no outward signs of damage or abnormalities of the device or electrical lines. Slight blood stains were observed on the jaws and the saline line showed evidence of saline indicating flows were achieved out of the box. The device was then attached to a model 60890 generator and performed several successful ablations without errors or impedance messages. Further investigation is ongoing. Conclusion: based on preliminary analysis results, there is no evidence of a device malfunction that could have lead to the reported clinical observations. No conclusion can be determined at this time. Once investigation has been completed, the event will be updated and a supplemental report filed.